Manufacturer narrative:
There are no previous complaints on the device. This pump underwent routine maintenance testing by "intuvie" provider where it was detected the pump had constant air-in-line alarms. The flow rate testing failed due to a 10.32% deviation, which does not meet the standard rate of +/- 4.5%. Replacing the air-in-line sensor and the recalibration of the flowrate from 6 to -4 confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 10/15/2024, znyo medical received a report that during the preventive maintenance (pm), the pump had constant air-in-line alarms and the flow rate testing failed due to a 10.32% deviation, which does not meet the standard rate of +/- 4.5%. No patient injury/harm reported.